Event description:
It was reported bd syringe s2 20ml had a blocked needle. The following information was provided by the initial reporter, translated from (B)(6): "when preparing the consumables for routine use in the operating room, it was found that the syringe was weak in suction and the needle was blocked."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2101172. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, our quality team obtained twenty retained samples for further evaluation. The retained samples were examined and no defects could be identified. Based on the investigation results, an exact cause related to the manufacturing process could not be identified for this incident.

Event description:
It was reported bd syringe s2 20ml had a blocked needle. The following information was provided by the initial reporter, translated from chinese: "when preparing the consumables for routine use in the operating room, it was found that the syringe was weak in suction and the needle was blocked."